Event description:
A (B)(6) customer received a blood glucose reading of 7.3mmol/l on the contour next ez meter, re-tested on the contour meter and the reading was 4.2mmol/l.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.it was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The model# was not provided.